Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). At the time of the report, the device breakage and genital haemorrhage outcome was unknown. The reporter considered device breakage and genital haemorrhage to be related to essure. The reporter commented: she received treatment for general abnormal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter, patient demographics were added. Updated suspect drug indication. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). Injury event was replaced with general abnormal bleeding and breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). At the time of the report, the device breakage and genital haemorrhage outcome was unknown. The reporter considered device breakage and genital haemorrhage to be related to essure. The reporter commented: she received treatment for general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance data; should any new and reportable provided in a supplementary report.